Manufacturer narrative:
The actual complaint product was not returned for evaluation. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. There was no nonconformity or deviations during the manufacturing process which related to the nature of the complaint. The root cause could not be determined.

Manufacturer narrative:
The complaint sample has not returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
It was reported by a consumer's representative, on (B)(6) 2017, that a female consumer put on the lenses in question and experienced a blurred stain on the contact lenses after 3-4 days of wearing it. The consumer visited an ophthalmologist and was diagnosed with corneal erosion in the left eye (os); "the ophthalmologist did not mention any causal relationship between the corneal erosion and the contact lenses." The consumer was prescribed with an unspecified treatment for an unspecified duration and is currently wearing glasses. The consumer was scheduled for a control visit with the ophthalmologist after 2 weeks. Additional information has been requested but not yet received.

Event description:
Additional information was received on (B)(6) 2018 via a telephone call. The consumer reported that the symptoms had been resolved in the middle of (B)(6) 2017 which was confirmed by a doctor.